Event description:
User receiving intermittent discrepant sodium results. The following examples were provided: on (B)(6) 2007, initial result 124 mmol/l. Same sample repeated twice gave results of 132 and 133 mmol/l. On (B)(6) 2007, 2 patients gave discrepant results as follows: patient 1, initial result 131 mmol/l, same sample repeated twice gave result of 138 mmol/l each time; patient 2, initial result 124 mmol/l, same sample repeated twice gave results of 131 and 134 mmol/l. Initial results were not reported. The field service representative determined the ise setting were out of specification. The instrument was repaired.